Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 247 mg/dl at the time of incident. The customer ran fixed prime. The customer stated that the insulin did not exit and the insulin pump alarmed no delivery. The customer stated that they were unable to push insulin through the reservoir during plunger push. The customer was advised to replace the infusion set and reservoir. The reservoir will be returned for analysis.